Event description:
It was reported that a boston scientific technical services its) was contacted for a battery analysis of this implantable cardioverter defibrillator (ICD). It was confirmed that the device was depleting normally, with no evidence of abnormal depletion. During the device data review, ts noted recent alerts for non-sustained arrhythmia events that were the result of over-sensed mechanical noise. It was discussed that this noise was consistent most likely with a right ventricular (rv) lead integrity issue. Ts recommended a thorough investigation of the lead integrity in-clinic, via provocative maneuvers with a real time electrocardiogram, to assess the reproducibility of these mechanical artifacts. Should any abnormalities be observed, ts recommended a lead replacement to ensure appropriate therapy treatment. Additionally, potential x-ray testing was recommended to assess whether there was lead damage near the pocket, such as potential insulation damage. The physician recently elected to enroll the patient in close remote monitoring prior to a potential rv lead revision procedure. At this time, the ICD and rv lead remain implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that a boston scientific technical services its) was contacted for a battery analysis of this implantable cardioverter defibrillator (ICD). It was confirmed that the device was depleting normally, with no evidence of abnormal depletion. During the device data review, ts noted recent alerts for non-sustained arrhythmia events that were the result of over-sensed mechanical noise. It was discussed that this noise was consistent most likely with a right ventricular (rv) lead integrity issue. Ts recommended a thorough investigation of the lead integrity in-clinic, via provocative maneuvers with a real time electrocardiogram, to assess the reproducibility of these mechanical artifacts. Should any abnormalities be observed, ts recommended a lead replacement to ensure appropriate therapy treatment. Additionally, potential x-ray testing was recommended to assess whether there was lead damage near the pocket, such as potential insulation damage. At this time, the ICD and rv lead remain implanted and in-service. No adverse patient effects were reported.